Event description:
On 03-mar-2026, it was reported that the patient faced absorption issue since patient used cold insulin. The patient had high blood glucose and took correction bolus via pump.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.